Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to toilet water when it fell in. The customer's blood glucose level was 139mg/dl. The customer states the pump was vibrating without alarm. The customer states the pump display went blank. The customer was advised the pump would be replaced and returned for analysis.